Event description:
The customer reported that the insulin pump was alarming and making weird noises. The caller stated that her blood glucose was 39mg/dl and the paramedics were called; she was treated with an insulin drip. Reviewed the programming and found that the customer just went to the diabetes center to have the sensor inserted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.